Event description:
It was reported that during the troubleshooting for an unrelated alarm on homechoice (hc) device, the home patient (hp) had a leak. The hp did not close the transfer set when they went to disconnect from the setup. The hp had ended up closing everything and disconnecting from the hc. There was no adverse event indicated at the time of the report. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. The leak was reported to be caused by the patient not closing their transfer set after disconnected themselves from the setup. Proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. It states that the patient needs to close the clamp on the patient line and close their transfer set. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.